Manufacturer narrative:
The customer decided not to return the platform for further investigation since zoll technical service helped the customer to clear the user advisory (ua) 45 and the platform performed as intended while tested on a manikin. A supplemental report will be filed if and when the product is returned and further investigation has been completed. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Based on the information provided, the user powered on the platform before pulling on the lifeband causing the driveshaft to be off the home position target upon power-up. The platform was functional tested by the customer and there were no problems or error messages noted. Device will not be returned to zoll.

Event description:
The customer reported that the autopulse platform was used on a patient who was slightly over 300 lbs. During active operation, after performing compressions for unknown length of time, the platform stopped and displayed a "realign patient" message. The crew re-aligned the patient, restarted the platform and pulled up the lifeband. However, the platform displayed user advisory (ua) 45 (timeout moving to take-up position) message. They aborted the use of the platform and reverted to manual CPR until they reached the hospital. Later, the crew called zoll technical service who successfully assisted in clearing the ua 45 error message. The platform was than tested using a manikin. The autopulse platform ran without displaying any faults or error messages.